Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported nasogastric feeding tube with enfit connection tube difficulty. When trying to remove the stylet after placement confirmation, it coils and is difficult to remove. Per the customer, nursing is having to administer sterile water first to lubricate the inside of the tube, and then the stylet will come out. This is an ongoing complaint/concern for them. Per additional information provided, it is unknown if the hydromer was activated prior to placement per the IFU, but 10ml of water was injected after placement and then removal was smooth. However, on a few occasions they needed to remove the entire system and start over. Per the customer, this is a recent complaint from several different nurses just over the past few months. There were no issues previously.

Manufacturer narrative:
A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba walk was performed to review the manufacturing process. As a result, it was concluded that the current manufacturing activities are running according to product specifications meeting quality acceptance criteria, validation process, and released procedures. The investigation was carried out with the multifunctional team, and all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No conditions were found that could trigger the reported condition. The potential root cause indicates that this problem could occur due to improper use of the procedure if the instructions for use are not followed. ¿we will continue to monitor related reports to determine if additional actions are necessary.